Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and particles contamination was observed on the bottom enclosure, top enclosure, and on the device rear panel during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report. G.2 section was missing the previous report, in this correction report it is correctly marked as consumer. G.6 section incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report.

Manufacturer narrative:
In the previous report sections d9, g3, h3 captured incorrectly was corrected. Additional information was received and added to the report. The unit was scrapped.